Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed on multiple troubleshooting steps, including disconnecting and tightening the t:lock, delivering boluses, and replacing supplies as necessary to resume insulin therapy.